Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2013-13782. The patient has two leads from the same lot number. It was reported the patient's ipg would not hold a charge for an extended period. It was also reported the patient's leads had migrated and she was not receiving effective stimulation coverage. The patient's system was explanted and replaced on (B)(6) 2013.